Event description:
It was reported "guidewire broke when removal attempted leaving approximately 2.5cm in patient". Several attempts were made to contact the customer to gather additional information; however, no response has been received at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "guidewire broke when removal attempted leaving approximately 2.5cm in patient". Several attempts were made to contact the customer to gather additional information; however, no response has been received at the time of this report.

Manufacturer narrative:
(B)(4).